Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they does allege pump was under delivering.. The customer¿s blood glucose level was 280 mg/dl. Customer states that they have high blood glucose. The customer was treated with insulin pen. Customer states that auto mode was active. The customer assisted with displacement test and it was passed. The insulin pump will not be returned for analysis.